Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users were able to login but can't see patient button and unable to pull medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users losing access. A technical support specialist (tss) issue began on 9/20 after 7 pm and users could log in but couldn¿t see the patient button or pull medications. Tss access server and station logs showed no issues and device event and user login reports confirmed logins but no transactions. Tss synchronized data and network were stable, with no ad or communication issues and the sur area was newly assigned to the users, linked to ops and pacu devices. No changes were detected before 9/20.tss checked logs showed access but no activity. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, users were able to login but can't see patient button and unable to pull medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.